Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error several times. The patient's blood glucose was 500 mg/dl, which was treated via manual insulin injection. The insulin pump was not returned for analysis.